Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: 30-aug-2023 h.6 investigation summary: bd received 6 samples and 1 photo for investigation. The photo was reviewed. Erroneous results cannot be evaluated through photos, however it is noted that the tube in the photo indicated missing gel. The customer samples were tested and no issues relating to erroneous results were observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-sodium, chloride, creatinine, uric acid, and cholesterol) because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer returned and control samples were acceptable in terms of both precision and accuracy. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results. This complaint has been confirmed based on the photo provided for missing gel. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes that there was erroneous results. This is the 6th of 7 reports. The following information was provided by the initial reporter: email from the customer to the bd sales rep: "problems relating to anomalous results detected after collections in v/serum tubes lot 3052301. In different collection posts (on different days). Bdz4756, bdz4765, bdz4757, bdz4761, bhl7855 and bhi8114. When the results were too anomalous, a repeat collection was requested, after which the serum appearance normalized and the results also showed up quite different from the initial ones. We have verified that the conditions of collection, centrifugation, conservation and transport are maintained from the 1st to the 2nd collection, but the appearance of the serum is not and in particular the results are normal. The analyses that we have found to be subject to change (all in the direction of decrease) are: sodium, chlorine, creatinine, uric ac, cholesterol and hdl, I do not know if in other requests there may be changes in other analyses, which we have not noticed so far. 2 collections in 6 sera from different days and also from bhl7511 was programmed an ionogram due to the appearance of the serum (attached) with an abnormal sodium result. The only common data we have is the abnormal appearance of the serum and its relationship with false results in some of the parameters."

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes that there was erroneous results. This is the 6th of 7 reports. The following information was provided by the initial reporter: email from the customer to the bd sales rep: "problems relating to anomalous results detected after collections in v/serum tubes lot 3052301. In different collection posts (on different days). Bdz4756, bdz4765, bdz4757, bdz4761, bhl7855 and bhi8114. When the results were too anomalous, a repeat collection was requested, after which the serum appearance normalized and the results also showed up quite different from the initial ones. We have verified that the conditions of collection, centrifugation, conservation and transport are maintained from the 1st to the 2nd collection, but the appearance of the serum is not and in particular the results are normal. The analyses that we have found to be subject to change (all in the direction of decrease) are: sodium, chlorine, creatinine, uric ac, cholesterol and hdl, I do not know if in other requests there may be changes in other analyses, which we have not noticed so far. 2 collections in 6 sera from different days and also from bhl7511 was programmed an ionogram due to the appearance of the serum (attached) with an abnormal sodium result. The only common data we have is the abnormal appearance of the serum and its relationship with false results in some of the parameters."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.